Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board).

Event description:
It was reported the unit turns on briefly and then turns off again. Follow-up information received determined there was no patient involvement. The condition was seen during a maintenance check. The device subsequently tested out of specification during manufacturer's analysis.